Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that hst iii system (3.8mm) was used during a proximal anastomosis in a bypass case (opcab). When loading the proximal seal into the delivery system, it did not curl properly, resulting in a filling failure. A new device was immediately opened and filling was performed, but it was usable without any problems. There was no impact on the patient, and the surgery was completed successfully. There was no delay.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. Corrected section: d4 UDI#. The lot # 3000485833 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.